Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hyperglycemia on the reported event date. Insulin dosing was suspended 2 hours after cgm signal was lost, and resumed when cgm signal was restored. Dosing stopped later in the evening due to the cartridge running out of insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended when it was able, within the limits of bg-run mode. This hyperglycemic event was likely caused by the user failing to maintain continuous cgm connection or enter a bg value, resulting in insulin suspension according to the functionality of bg-run mode, as well as the user incorrectly filling the cartridge with insulin from a pen, resulting in a disruption of insulin delivery.

Event description:
On 6/10/24 an ilet user reported they experienced a high blood glucose (bg) event that resulted in a visit to the ER. The event occurred on (B)(6) 2024. The user's son attempted to fill the user's ilet insulin cartridge with insulin from an insulin pen. Due to this, they were not successful in filling the cartridge and the user's bg rose to 400 mg/dl, leading to their admission to the ER. The user was released from the ER the same day. It was not reported what treatment the user received at the ER. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.